Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad trace. The insulin pump received crack case near display window corner, broken reservoir tube lip, crack reservoir tube window and reservoir tube, crack battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they were having keypad anomaly. The customer reported that there was bad response with the keypad. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.